Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017 the customer reportedly received the following results on the aviva system within 10 minutes: 237 mg/dl, 187 mg/dl, 231 mg/dl, 115 mg/dl, and 165 mg/dl. On (B)(6) 2017, he received the following results on the aviva system within 10 minutes: 165 mg/dl, 251 mg/dl, 393 mg/dl, and 164 mg/dl. No adverse event was reported. Return of the suspect device was requested for evaluation.